Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: slight dizziness. A pt reported they were unable to test since july. Their meter allegedly would only prompt apply sample, customer states strips absorb the blood but the meter does not count down. There was no result on their meter. No other blood glucose tests reported. To comparisons reported. Customer had back up meter. Treatment was not treated.no further information has been reported.